Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported sepsis, gastrointestinal bleeding, and respiratory failure could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to sepsis. The cause of the sepsis was not device related; the patient had empyema leading to sepsis leading to ischemic gut. The infection in the blood was morganella morganii, and the infection in the urine was candida albicans. The patient was intubated and had inotropic support and gastrointestinal bleeding (gib). They were admitted to the intensive care unit. The device operated as expected and was turned off with withdrawal of care. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, sepsis, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The heartmate 3 lvas IFU, is currently available. This IFU lists bleeding, sepsis, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 27apr2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that the cause of the sepsis was not device related. There was an empyema leading to sepsis with lead to ischemic gut. The type of infection was morganella morganii in blood and candida albicans in urine. Patient was admitted to intensive care unit. Patient was intubated, underwent inotropic support, and had gastrointestinal bleed the device operated as expected. The device was turned off- and withdraw of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2021 due to sepsis. The device will not be returned for evaluation.